Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1663 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the groshong worked okay and then today a leak was noted at the insertion site. The catheter was removed on (B)(6) 2017 and a split was noted near the end of the catheter. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 8 fr clearvue groshong chronic catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the catheter approximately 2.9 cm distal to the cuff. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration; however a spraying leak was observed emanating from the split in the catheter. A microscopic observation revealed an additional, smaller split opposite the larger split. Both splits were observed to be irregularly shaped and jagged. The surface of the splits was observed to be mostly granular in texture. Striations were observed in parts of both splits, indicating damage from a ground-sharpened instrument. As a note, the product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps¿ and ¿use suture wings to secure catheters.¿ a lot history review (lhr) of rebq1663 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the groshong worked okay and then today a leak was noted at the insertion site. The catheter was removed on (B)(6) 2017 and a split was noted near the end of the catheter. No reported patient injury.